Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter city: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient underwent balloon dilation and angioplasty in the interventional room due to stenosis of the arteriovenous fistula in the right upper limb. A 6.0 x40, 75cm gladiator elite balloon catheter was selected for use. During the procedure, the balloon ruptured after the second inflation at 20 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The patient underwent balloon dilation and angioplasty in the interventional room due to stenosis of the arteriovenous fistula in the right upper limb. A 6.0 x40, 75cm gladiator elite balloon catheter was selected for use. During the procedure, the balloon ruptured after the second inflation at 20 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that 75% stenosed target lesion artery.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the gladiator was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per gladiator elite specification (B)(4).the returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 7mm proximally of the distal marker band. A visual examination observed no damage to the tip of the device. A visual and tactile examination of the shaft identified multiple shaft kinks. A visual examination found no issues or damage to the markerbands of the device.

Manufacturer narrative:
E1: initial reporter facility name, city, and phone: (B)(6). Device evaluated by MFR: the gladiator was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per gladiator elite specification (# (B)(4)). The returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 7mm proximally of the distal marker band. A visual examination observed no damage to the tip of the device. A visual and tactile examination of the shaft identified multiple shaft kinks. A visual examination found no issues or damage to the markerbands of the device.

Event description:
It was reported that balloon rupture occurred. The patient underwent balloon dilation and angioplasty in the interventional room due to stenosis of the arteriovenous fistula in the right upper limb. A 6.0 x40, 75cm gladiator elite balloon catheter was selected for use. During the procedure, the balloon ruptured after the second inflation at 20 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that 75% stenosed target lesion artery.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient underwent balloon dilation and angioplasty in the interventional room due to stenosis of the arteriovenous fistula in the right upper limb. A 6.0 x40, 75cm gladiator elite balloon catheter was selected for use. During the procedure, the balloon ruptured after the second inflation at 20 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that 75% stenosed target lesion artery.